Event description:
It was reported that during a meniscus surgery, t2 can't be secured, fell off, t1 was removed from the patient. A backup device was used to complete the surgery. No significant delay or patient injury reported.

Manufacturer narrative:
The reported curved ultra fast-fix assembly intended for use in treatment, has been returned for evaluation. Visual assessment of the device showed the depth limiter has been trimmed to the surgeons desired length. No suture or ts remain on the delivery needle but were returned. Examination of the construct showed t2 has been cut free and t1 has been broken at its distal end. From the information provided, t2 would not secure to the meniscus. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: bending of the needle. Pathological conditions in the soft tissue that would prevent secure fixation. The instruction for use were reviewed and were found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.